Manufacturer narrative:
Zimmer biomet complaint (B)(4). The event was previously reported under MFR 0002023141-2019-01372 on (B)(6) 2019. During investigation, it was determined to be a biomet implant and instead of a zimmer implant. Any future medwatch reports will be submitted under this MFR number. One implant was returned for investigation. Visual evaluation of the as returned products identified bone residue around the external threads of the implant due to usage. DHR, sterilization records and complaint history reviews could not be performed since the lot number associated to the item was not provided. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
It was reported that the implant was removed from site # 7 due to peri-implantitis.